Event description:
It was reported that, "upon impacting tibial punch into tibial tower, the punch was fully seated into tower. Doctor began to remove punch from tower when the handle on the punch sheared off. Punch became stuck into tibial tower. Doctor was able to use an impactor to remove from pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.